Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: 00434903603,tm revrs hum poly liner/inlays, 62465423; 00434901413, tm reverse stem, 62459954; 00434903611, tm reverse glenosphere 36 mm diameter, 62501364. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2017 - 07080, 0001822565 - 2017 - 07079, 0001822565 - 2017 - 07082.

Event description:
It was reported that the patient underwent an initial shoulder arthroplasty procedure. Subsequently, the patient experienced continuous pain and dysfunction post-implantation. The patient has been indicated for a revision procedure. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent reverse total shoulder arthroplasty revision to address continuous pain, right side shoulder dysfunction, and loosening of the glenoid approximately 3 years and 8 months post-implantation. X-rays revealed implant migration and impingement of the humeral prosthesis on the inferior lip of the glenoid. Notching appeared by 6 months post-operatively. Radiolucency around the inferior screw, glenoid migration, and new pain onset with coracoid tenderness was reported approximately 2 years post-implantation. Patient was revised to a competitor product.

Manufacturer narrative:
(B)(4). This follow-up report is being filled to relay a additional information, which was unknown at the time of the initial medwatch. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient was revised to address continuous pain and right side shoulder dysfunction. Loosening of the glenoid was reported in the study as well. X-ray revealed implant migration and impingement of the humeral prosthesis on the inferior lip of the glenoid. No further information has been made available.